Event description:
An optometrist reported that a pt presented with a rough/staining cornea in the left eye 3 days post lasik. The pt was noted to have diffuse lamellar keratitis (dlk) and is being treated by increasing the previously prescribed topical steroid dosage. Add'l info received states that at a f/u appointment, the originally diagnosed dlk appeared to be clumping near the center of the cornea. The surgeon then confirmed this to be epithelial ingrowth. The pt was scheduled to f/u at a later date.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).